Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was inserted into the evh tunnel and an attempt to ligate a tributary it was noted that the device was not working. Upon further examination it was noted that the insulation on the jaws was separated and was not functional for its intended purpose. It appeared fine straight out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Small traces of blood and charred tissue were observed on the handle. A microscopic inspection was conducted. The heater wire was slightly flexed from the hot jaw and remained attached at the tip and the heater wire remained attached to the base of the jaws also. The silicone insulation on the cold jaw was approximately half way torn from the tip, but not detached. The silicone insulation on the hot jaw were observed to be intact with no defects. An electrical evaluation and a pre-cautery test could not be conducted since the shaft was bent from the middle. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device, the reported failures "failure to deliver energy¿ and "peeled" are confirmed. The analyzed failures "material twisted/ bent wire", ¿material twisted/bent shaft" are also confirmed. The DHR was reviewed for the reported failure ¿bent shaft¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was inserted into the evh tunnel and an attempt to ligate a tributary it was noted that the device was not working. Upon further examination it was noted that the insulation on the jaws was separated and was not functional for its intended purpose. It appeared fine straight out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.